Event description:
It was reported that the cuff deflated on a tracheostomy tube. The device had been in use 4-5 days before the issue took place. The product had been checked prior to use and the inner cannula had been cleaned with water and soap. Due to the reported event, the patient had to be connected to a ventilator in intensive care unit (ICU). There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was conducted and found that all the components were assembled properly. An inflation deflation test was then performed. Air was applied to the cuff and it held the air. The sample was left inflated for twenty four hours, and no deflation was observed. The sample was then submerged in water and no leaks were found. The reported malfunction was not confirmed in the returned sample. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. An inflation deflation test is performed on all products and any defective products are removed from the lot.